Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device had not been repaired before. The event history log review showed ¿high alarms, downstream occlusion". Visual and functional checks were performed. The customer reported problem could not be confirmed as the device worked properly and the over pressure alarm worked. The downstream occlusion sensor will be calibrated for preventative measures.

Event description:
It was reported that the "overpressure alarm does not trigger". The error was discovered during testing. There was no patient involvement.